Event description:
It was reported that the user experienced a drop in blood glucose from 130 mg/dl to 40 mg/dl and self-treated with oral glucose (orange juice). Symptoms included hypoglycemia. Outcomes included transient low glucose requiring ingestion of fast-acting carbohydrates; no hospitalization was reported. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.